Manufacturer narrative:
Pump received with detached end cap. Unable to perform the displacement and self test or verify reset alarm anomaly due to end cap detached. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had reset alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.